Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) portable portion has a big dent. Internal pressure hose is being compressed. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the (d441-00-0194 cover, console), (d997-00-0587 assy,slide handle), (d997-00-0588 assembly, wheels.) , (d361-00-0197 standoff, pivot) , (d125-00-0028 cable tie, 5/16 nylon p-clip) which had been damaged by the customer. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.